Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Request for additional information was sent but no further information was received. There were no additional adverse effects reported. All available information indicated that the product remains in service.